Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the dhs/dcs-wrench is octagonal and the dhs/dcs lag screw recess was standard. Additional information has been requested. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. File underwent further investigation by clinical and it was decided this complaint is non reportable. Retract the initial report.